Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced dizziness and bradycardia and presented to the hospital. The right ventricular (rv) lead exhibited high thresholds due to exit block initially resulting in reprogramming of the lead. The lead was later explanted and replaced. The patient was enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.